Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd with audio/beeps due to cracked lcd controller. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and faded serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was solid white after being worn during a fall. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.